Event description:
A customer reported an issue where the touchscreen of their pump was unresponsive, and the screen was frozen, preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and the customer successfully restored screen functionality following the reset.